Manufacturer narrative:
Based on the information provided by the nurse, no medical or surgical intervention was required, and the patient was admitted for pain management only. The patient had pre-existing osteomyelitis and osteoporosis which can weaken the bone and thus, are more prone to fractures.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: on (B)(6) 2018, the patient allegedly tripped over the activ.a.c.¿ therapy power cord and fractured her femur. The patient reported the power cord is not staying in place due to the velcro. On (B)(6) 2018, the following information was reported to kci by the nurse: the patient alleged she tripped over the v.a.c.® power cord. The patient was admitted on (B)(6) 2018 and was discharged on (B)(6) 2018. The nurse confirmed no surgical intervention was performed, and the patient was admitted for pain management only. The patient does walk with assistance of crutches or walker. The patient has osteoporosis and chronic osteomyelitis, confirmed to be unrelated to v.a.c.® therapy. On 03-jul-2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 12-dec-2018, kci quality engineering determined the power cords addressed in the complaint are not available to return for evaluation. Therefore, a device evaluation could not be performed.